Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window, cracked reservoir tube window and broken belt clip slot at battery tube threads area.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.